Event description:
On (B)(6): customer reports male pt, under general anesthesia having an unk procedure when fluoro failed. Customer reports physician completed procedure with use of the endoscope. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.